Event description:
The pt is a 51 yr old white female who had augmentation in 12/78 in the submammary space using the co's implants, 200cc. The pt's breasts got hard over time & recently has noted that she has a heavily calcified capsule. Her concurrent toystemic symptoms started in 1982 with fatigue, weakness, nasal ulcers, photosensitivity, stiffness of the neck to shoulder & neck region. The pt also developed pain in the left breast that is deep for which she is taking aspirin. She also has numbness & tingling in her hands that is greater on the left than on the right. The pt also has symptoms of dry eyes, dry mouth, & dry vagina, & poor strength in the left hand. Xeromammogram shows abundant calcifications in both breasts & the right side. There was no folds visible, & the left side there is some folds faint visible. Capsulectomy is medically necessary because of the heavily calcified capsule which if left in could interfere with future detection of breast cancer. In addition, the symptoms certainly may be associated with the presence of silicone & since the capsule contain a significant concentration of silicone, it is important to remove the capsule.